Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) informed the customer that the advised parts to be replaced are the central processing unit (cpu) printed circuit board assembly (pcba), motor controller (mc) pcba, and data acquisition (da) pcba. The customer was provided with the part information for the cpu pcba and instructed on the reprogramming steps for once a replacement cpu pcba is received/installed. The customer called the rse back on 19feb2025 and requested the option codes for the cpu pcba, which indicates that a replacement cpu pcba has been installed. The customer then confirmed that the option code restoration had been successful. A good faith effort (gfe) has been sent to the customer to confirm replacement, resolution, and a return to service of the device. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe's) were attempted on 14feb2025, 20feb2025, 06mar2025, and 13mar2025 to obtain confirmation of the part replacement and the device being returned to service. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.